Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred twice on the right ventricular (rv) lead of this pacemaker system due to low out of range pace impedance of less than 200 ohms. Troubleshooting was done and the lss was unable to be reproduced in office. Furthermore, in unipolar pacing the patient reported experiencing muscle stimulation. A revision procedure was scheduled as the patient has third degree heart block. During the revision procedure both the pacemaker and the rv lead were removed from service. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.